Manufacturer narrative:
Stryker has requested the devices to be sent to the stryker european service center for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician discovered the reported issues. The device was sent to the product assessment center (pac) for further evaluation. The pac technician verified the missing magnet. Root cause of the missing magnet was determined to be physical damage traced to the user. The technician could not duplicate the issue of device not shocking but did verify the issue in the device's memory. The cause of the device not shocking could not be determined. The device was archived by stryker and the customer received a replacement device. Section b5 of the initial medwatch reports indicates: the customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the stryker technician noticed the magnet was missing from the lid of the device this will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Also, the technician found that the device would not deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the stryker technician noticed the magnet was missing from the lid of the device this will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Also, the technician found that the device would not deliver defibrillation. There was no patient involvement reported with the event.